Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 41 mg/dl at the time of the incident. The customer was at 74 mg/dl at the time of the call. The customer believes the pump was over delivering as they rarely bolus but still went low. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer reported a protruded or flush drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test or verify possible over delivery due to motor error alarm. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.